Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 100 mg/dl. After the troubleshooting was done , customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call that the insulin pump had keypad anomaly. Customer stated that the esc and act button weren't responding. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.